Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular (rv) lead of this pacemaker system previously triggered a lead safety switch (lss) due to gradually increasing pace impedance measurements that reached a high, out of range measurement of 2015 ohms. Post-lss, there was unipolar noise with oversensing. There was no evidence of pacing inhibition or asystole, as the patient's intrinsic rhythm was observed throughout. This patient was not pacer dependent, as the device right atrial (ra) paced 1 percent and rv paced greater than 1 percent. Technical services (ts) discussed troubleshooting options and programming considerations. The pacemaker remains in service. No adverse patient effects or interventions were reported at this time.